Manufacturer narrative:
This report is being submitted as part of a system level review. The patient's treatment provider was contacted and medical records have been received to assist in the clinical investigation process. Based on the information provided, it is unknown how the device may have caused or contributed to the event. A supplemental report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient reported they had peritonitis. A pd nurse later clarified that the case of peritonitis was due to an unknown reason. The patient was admitted to the hospital on (B)(6) 2015 and placed on broad-spectrum antibiotics. The patient's fluid was cultured and there was no organism grown after five days. The patient was discharged to home in stable condition on (B)(6) 2015.